Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 225 mg/dl and also they stated blood glucose were 50 points higher. Customer was treated with insulin pump and manual injection. Customer did not alleged insulin pump was under delivering. Customer stated drive support cap appears normal. Customer stated insulin pump had no delivery alarm and insulin was exited. Customer was performed high pressure test and insulin pump alarmed no delivery. Troubleshooting was performed. The insulin pump will not be returned for analysis.